Event description:
It was reported that a cuff miss occurred during attempted suture placement using the proglide device in the right common femoral artery using the preclose technique prior to a left anterior descending/diagonal coronary artery, interventional procedure. The arteriotomy was 7f and the vessel was mildly calcified and mildly tortuous. The vessel was re-wired and a second proglide device was used and an anterior cuff miss occurred. The index procedure was completed and hemostasis was achieved using a non-abbott device. There were no reported adverse patient sequelae. There was no reported clinically significant delay in the procedure. It is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation; however, the plunger, link, anterior needle and anterior cuff were not returned, limiting the scope of this investigation. The reported cuff miss could not be confirmed. Analysis of the retuned device components revealed that the posterior cuff successfully captured the needle during the plunger deployment. The link was pulled from the swage end of the posterior cuff during the needle plunger retraction which subsequently resulted in a failure to retrieve the suture and could appear similar to the reported cuff miss. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: sprinter, guide wire: ht floppy, guide cath: 7fr, stent: xience prime, sheath: 7fr, heparin. The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.